Event description:
The distributor received info that the mfrs lead was exhibiting intermittent loss of output. The impedance measurement was decreasing and the thresholds were higher than normal. The lead remains implanted in the pt. No further into is available at this time.